Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The interconnect cable was replaced and the video connection contacts were cleaned. The system operates as intended.

Event description:
The customer reported that there were no images on the 8800 system. No pt injury was reported.